Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. 1 other complaint for lot. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported via non-healthcare professional that a panoptic lens implant on left eye on (B)(6) 2021. Had nothing but trouble since it was done. Could not see anything for days. The vision has gotten better but after that experience the consumer have absolutely no intention of getting the other eye done. It has been months and it is not improving. The night vision is so awful it makes it impossible to drive at night. He did a yag laser procedure and took glasses, and sensitive to lights even in daylight hours. This has been one of the biggest and expensive mistakes of my life. The consumer would like to speak to someone. New information received on (B)(6) 2021: personality is why the patient is unhappy. Patient's husband has the same iol and he is thrilled with the result. The patient's surgery went extremely well, the anatomical result is excellent and patient is uncorrected 20/20 distance, and j3-4 near vision. However, the patient is hesitant to get the other eye done. There is a slight anisometropia which may be throwing her off. She also has unrealistic expectations and a negative attitude. No further information available.